Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen occurred during power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lcd (liquid crystal display) was damaged and the display requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump liquid crystal display (lcd) would light up but displayed nothing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.